Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
One of the tampons in my box didn¿t have a withdraw string [device physical property issue] case narrative: consumer reported via email that one of the tampons did not have a withdraw string. No injury was reported.